Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Blank display due to moisture damage on pcb 1. After swapping pcb 1 with a test board, unit powered up properly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, and cracked case on the battery tube side.

Event description:
Information received by medtronic indicated that the insulin pump was damaged and insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The device will be returned for analysis